Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat 90% stenosed lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. Following pre-dilatation with a 2.75x12mm unspecified semi-compliant balloon, the 3x28mm xience skypoint stent delivery system (sds) was advanced to the target lesion, and the stent was implanted at 12 atmospheres (atm). The stent was post-dilated with a 3x12mm non-compliant balloon. However, after post-dilatation, a proximal edge dissection was noted. Therefore, another xience skypoint stent was implanted to treat the dissection. No additional information was provided.